Manufacturer narrative:
This follow-up report is being filed to relay additional information, which was unknown at the time of the initial medwatch. . This report is number 16 of 19 MDR's filed for the same event (reference 1825034-2014-02587 / -02596, -02599 / -02606 & -05771).

Event description:
Legal counsel for patient reported patient underwent left hip revision surgery on (B)(6) 2007 and (B)(6) 2008, due to patient allegations of pain, swelling, inflammation, damage to surrounding bone and tissue, lack of mobility, dysfunction, loss of range of motion, metal poisoning, metallosis, and elevated metal ions. Legal counsel further reported an initial right hip arthroplasty procedure on (B)(6) 2010. A review of invoice history confirmed the above referenced dates. Additionally, invoice history review shows initial total hip arthroplasty on (B)(6) 2006, and a revision procedure on (B)(6) 2008. This report is based on allegations set forth in plaintiff's complaint and the allegations contained therein are unverified. Additional information received in patient's operative (op) notes dated (B)(6) 2007 reports patient was revised on the left hip for left protrusion acetabuli secondary to bipolar endoprosthesis and open reduction internal fixation posterior column fracture. Revision op report notes presence of cloudy fluid, bloody fluid, and a posterior column fracture. The head was removed and replaced. Additional information received in patient's op notes dated (B)(6) 2007 reports patient was revised on the left hip due to recurrent dislocation. Revision op report notes presence of a hematoma and that the posterior structures had ruptured during a recent dislocation. The modular cup and head were removed and replaced. Additional information received in patient's op notes dated (B)(6) 2008 reports patient was revised on the left hip due to a displaced left constrained total hip component and infection. Revision op report notes presence of a bulging scar and erythematous scar material that had a purulent and necrotic appearance. All left hip components were removed replaced with antibiotic spacers. During the second stage of the revision, dated (B)(6) 2008, op report notes the presence of straw-colored fluid and scarring with shortening of the musculature. Op report further notes that the procedure took 5 hours compared to the expected 2 to 2.5 hour completion time. There has been no reported revision procedure for the right hip.

Event description:
Legal counsel for patient reported patient underwent left hip revision surgery on (B)(6) 2007 and (B)(6) 2008, due to patient allegations of pain, swelling, inflammation, damage to surrounding bone and tissue, lack of mobility, dysfunction, loss of range of motion, metal poisoning, metallosis, and elevated metal ions. Legal counsel further reported an initial right hip arthroplasty procedure on (B)(6) 2010. A review of invoice history confirmed the above referenced dates. Additionally, invoice history review shows initial total hip arthroplasty on (B)(6) 2006, and a revision procedure on (B)(6) 2008. This report is based on allegations set forth in plaintiff's complaint, and the allegations contained therein are unverified.

Manufacturer narrative:
Current information is insufficient to permit a conclusion as to the cause of the event. Review of device history records show that lot released with no recorded anomaly or deviation. There are warnings in the package insert that state that this type of event can occur: under possible adverse effects, number 1 states, ¿material sensitivity reactions.¿ number 2 states, ¿early or late postoperative infection and allergic reaction. Number 6 states, ¿inadequate range of motion due to improper selection or positioning of components.¿ number 14 states, ¿intraoperative or postoperative bone fracture and/or postoperative pain.¿ this report is number 16 of 18 mdrs filed for the same event (reference 1825034-2014-02587 / 02596, 02599 / 02606).